Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an "h/s module color chip failure" error message. An alternate device was employed for the procedure. The user reported there were no adverse consequences to a patient as a result of this event.